Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: subxiphoid insertion of a pediatric implantable pulse generator in a neonate with congenital complete heart block. World journal for pediatric and congenital heart surgery. 2024. 16(3). Doi: 10.1177/21501351241297711. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the implant of a pediatric implantable pulse generator (ipg) in a neonate with congenital complete heart block. The authors described a pediatric patient who was implanted shortly after birth at 36 weeks and 6 days gestation. In the postoperative period, there was superficial wound separation, which was treated with conventional wound care using absorbable suture and superficial skin glue for secondary closure. The device remains in use. No additional adverse patient effects were reported.